Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify displayable history crc check failed on startup alarm in the alarm history due to history file overwritten.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm and motor position encoder error. The customer¿s blood glucose level was 216 mg/dl. The customer reported that the pump received a motor error during rewind. It was reported that they had motor position encoder error. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.